Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report two of four for the same event; see also 3004485144-2016-00123, 00125 and 00126.

Event description:
The sales associate reported damaged instruments. The instruments were used during a transforaminal lumbar interbody fusion (tlif) procedure and were found bent.

Manufacturer narrative:
Corrected information device product code is htf. Common device name was also corrected. The returned device was examined. The tip was found to be bent and twisted; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.